Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: 5006115. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: 5006129. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 37398181. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing pain around the implantable pulse generator (ipg) site. It was discovered that it was an abscess over the ipg site. Tissue had been necrotized around the area. The patient underwent a spinal cord stimulation (scs) explant procedure. Patient is stable postoperatively. The explanted devices were retained per facility policy. Cultures were sent off to determine if there was any bacterial infection. No device malfunction was suspected.